Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70 serial #: (B)(4), description: linear lead with enhanced stylet, 70cm; model #: sc-4316, lot #: 16781119 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was experiencing pressure sore near at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.